Manufacturer narrative:
(B)(4). Batch # p91e2n. Investigation summary: the handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be done due to the condition of the returned device. However, there was communication between the handpiece and the generator once the handpiece was connected. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the handpiece wasn't detected by the generator. They used a spare one to do the procedure. There was no harm to the patient.